Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a blank display due to capacitors broken in solder joint. Insulin pump received with cracked display window corners, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
Customer reported a blank display on his insulin pump. Customer's blood glucose is 68 mg/dl, and he treated with glucotabs. He said he went to bolus and his screen was completely blank. A few days ago the clock lost time, and once before the device alarmed battery test failed. Changing the batteries did not bring the display back. There is no physical damage. The device was bumped. It was not exposed to moisture. Customer uses duracell batteries. The battery compartment is not damaged. Customer states the springs appear undamaged, but he cannot tell that well. The display did not return after removing the battery for ten minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.